Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during pre-use check. Our field service engineer investigated the ventilator on site and replaced the expiratory pressure transducer printed circuit board (pcb). The pcb was returned for further investigation. Simulated use testing of the returned expiratory pressure transducer pcb passed the performed pre-use check. During ventilation for 24 hours the machine alarmed for peep low as the peep was -2 cmh2o. After ventilation it passed another performed pre-use check. The root cause for the reported issue was due to a major drift in the pressure sensor. It was not possible to find the reason for the failure of the pressure sensor. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
Manufacturers ref: # (B)(4).